Event description:
Related manufacturer reference number: (B)(4). The patient reported, experiencing symptoms. Following the implant of a leadless pacemaker (lp) system. The patient reported, experiencing dyspnea, chest pain. And arrhythmia that led to syncopal episodes, as a result of suspected unspecified capturing issues. The patient reported, programming changes were completed to trouble shoot the issue, but no resolution was found. As they were still experiencing symptoms. Further information was requested, but no additional information about the event was received.